Event description:
It was reported that the imaging catheter became stuck in the stent. The target lesion was located at the 90% stenosed, moderately tortuous and calcified lesion in the proximal to middle section of the left anterior descending artery. During percutaneous coronary intervention (pci) procedure, an unspecified stent was implanted in the lesion and then an unspecified balloon catheter was deployed in the 1st diagonal sub branch of the left anterior descending artery passing through the implanted stent. After which, dilatation was performed. An opticross¿ imaging catheter was then inserted to view the lesion however, the device became stuck in the implanted stent. Moreover, the physician tried to push the imaging catheter but the device remained stuck. In order to bailout the device, the physician removed the imaging core then inserted an unspecified 0.025 inch guidewire and was able to release successfully the imaging catheter from the stent strut by pushing it and removed it from the patient's body. Furthermore, balloon dilatation was again performed using an unspecified balloon catheter and then another opticross¿ imaging catheter was inserted to view the 1st diagonal lesion and it was confirmed that the implanted stent strut was fully dilated. The procedure was completed using kissing balloon technique in the left anterior descending artery and in the 1st diagonal sub branch. The physician claimed that the stent strut was not fully dilated since the post balloon inflation was not enough. No patient complications were reported and the patient is in good status.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).